Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received in good physical condition with no damage or adulteration. Upon opening the back panel, it was noticed there was fluid ingression on the printed circuit board (pcb). After inspecting the return tube, it was found to be cracked, the device passed the flow rate test, but there was air in the system from the crack. After eighteen minutes of running the device, it ran normally until functional testing was performed, which caused the device to overheat. The complaint was confirmed. The cause was cracked return tube causing fluid ingression on the pcb. The return tube and pcb were replaced. The membrane switch, fan guard and o-rings were replaced for preventative maintenance. The device passed tests after repairs were performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the unit was overheating. Discovered during the yearly maintenance. No patient involvement was reported.